Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the explant is patient pain. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the screw. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 11/22/2022, that a sign im nail implanted to repair a fracture had to be removed due to patient pain. Surgeon comment: "I took out the long screw which seemed to be causing pain."